Event description:
A hospital rep reported that during surgery the cutter stopped cutting. Unk pt impact. Add'l info has been requested.

Manufacturer narrative:
The customer did not request service. A sample is expected to return for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).